Manufacturer narrative:
Updated analysis summary by (B)(4) on mar 2, 2022 product no longer available. Unable to download insulin pump history files and traces using thus. Retainer ring = black. Device was returned for blank display and cosmetic damage at the battery compartment found on (B)(6) 2021. Alleged for high blood glucoses and diabetic ketoacidosis noted. Device passed displacement test, active current measurement, sleep current measurement test, and self test. Device was monitored. No blank display noted during testing. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case near the corner of belt clip rails, missing display window cover, cracked keypad overlay. In summary, customer allegation for insulin pump giving blank display not confirmed during full functional testing. Cosmetic damage was confirmed where cracked case near the corner of belt clip rails was noted. Unable to verify customer alleged for high blood glucoses and diabetic ketoacidosis. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that during use in the greater saphenous vein in the back of the upper thigh with no complicating anatomy, at the beginning of an rf ablation procedure, the treatment length was set for 2.5 on the generator and the first pass was successful. The hcp then used the button on the catheter to do the second pass without any withdrawal or movement within the same vein but the treatment length reset to 10 without anyone touching the generator or disconnecting the catheter. Reportedly, there were no error messages displayed on the generator and the screen appeared normal. The patient experienced 3rd degree burns within the vein and 2nd degree at the access point. The hcp reported that normal burn treatment would have been application of sulfur; however, the patient had an allergy so nothing was done directly after the procedure. After 48 hours, bacitracin was applied to the wound. The procedure was not completed and further treatment will need to be rescheduled. Current patient status is unknown.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section h6 (medical device problem code) with this report.

Manufacturer narrative:
Device passed displacement test, active current measurement, sleep current measurement test, and self test. Device was monitored. No blank display noted during testing. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case near the corner of belt clip rails, missing display window cover, cracked keypad overlay. (B)(4).

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that they monitored insulin pump for 2 hours and frozen display reoccurred. Customer stated battery compartment was damaged. Customer stated the spring was neither damaged nor corroded. Customer also experienced high blood glucose and diabetic ketoacidosis. Blood glucose reading was 27 mmol/l. The insulin pump will be returned for analysis.